Manufacturer narrative:
Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing was present on the electrogram.

Event description:
It was reported that the patient received multiple inappropriate shocks. The review of episodes noted t-wave oversensing and non-physiologic sensing. The patient was noted to have hypercalemia and is on dialysis to bring the level down. The hypercalemia was causing the tall r-waves that were being oversensed. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbc3d4 ICD implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.